Event description:
It was reported that deflation difficulties occurred. The target lesion was located in a coronary artery. A 3.00mm x 12mm emerge balloon catheter was advanced for dilation. However, it was noted that the balloon had difficulty deflating. The device was removed and another of the same device was used to complete the procedure. No patient complications were reported and the patient status was fine.